Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a transabdominal hysterectomy with left salpingo oophorectomy and resection of pelvic mass on (B)(6) 2016 during which the surgeon noted encountered the previously placed mesh and noted marked small bowel adhesions requiring one hour of enterolysis. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. It was reported that the patient underwent a previous umbilical hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2007 during which the surgeon noted it had pulled away from the fascia. It was reported that the patient underwent recurrent incisional hernia repair surgery, lysis of adhesions and release of small bowel obstruction on (B)(6) 2008 and mesh was implanted. Other implanted products are captured in separate files. No additional information was provided.